Event description:
Customer reported air was observed in the return line, with the return bag empty, when the double needle mode treatment had reached 150 ml whole blood processed. Customer stated no air was returned to the patient. Customer reported the return bag had fallen off the load cell hook. Clinical services specialist advised customer that the return bag was probably not tared correctly when it was placed back onto the load cell hook during prime, which can lead to air in the return line when the instrument tries to pump more fluid volume from the return bag than then return bag is holding. Customer then reported a blood leak occurred at the collect pressure dome, when one of the operators used a syringe to manually add saline to the line. The treatment was aborted at that time and no volume from the kit was returned to the patient. Customer stated both the collect and return pressure sensors had been exposed to blood from the leak. Customer stated she will notify their therakos cellex-trained biomed to determine if the pressure sensors require service. No service order was generated. The customer did not return product for investigation.

Manufacturer narrative:
A review of lot c109 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends have been reviewed for complaint categories, pressure dome membrane leak and alarm #1: air detected and no trends have been detected for either complaint category. CAPA's (B)(4) have already been initiated to investigate pressure dome membrane leaks. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. (B)(4).